Event description:
The cable grip introducer broke during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the device was an earlier revision of the design. Corrective action had been implemented to prevent recurrence of this event.